Manufacturer narrative:
Corrected information: e1: initial reporter address line 1: (B)(6). G4: PMA/510k# updated to k133801. Additional information: h10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.

Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a system error 345 during testing. The cause was identified to be a failed upstream thermistor and the upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.